Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer recently experienced blood glucose levels ranging from over 500 mg/dl to around 50 mg/dl. The insulin pump was not replaced or returned for analysis.